Event description:
Pt self-treated with freeze off, wart located on top of index finger. Customer went to ER for treatment, date unk. Customer reports that attending physician's diagnosis was acid burn. Customer was given something for the pain and sent home. Customer has not returned product for testing. Customer's description of use indicates that the directions were not followed.